Manufacturer narrative:
Evaluation of the returned pod pc confirmed the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pusher assembly was kinked and fractured, and the pull wire was retracted out of the distal fractured segment. This is likely the probable cause of the embolization coil detaching during the procedure. If the pod pc is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. Subsequently, if the fractured segments are separated, the pull wire will retract out of the distal detachment tip (ddt), allowing the embolization coil to detach. The root cause of resistance during the procedure could not be determined. Further evaluation also revealed offset coil winds on the embolization coil. This damage may be incidental to the complaint and may have occurred during advancement against resistance during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc), pod coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a pod coil in the target location using the lantern. The physician then experienced resistance while advancing a pod pc in the middle of the lantern. Subsequently, the physician decided to retract the pod pc; however, while retracting, the physician experienced resistance and the pod pc unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed and the coil was flushed out. The procedure was completed using new pod pcs, a pod coil, and the same lantern. There was no report of an adverse effect to the patient.